Event description:
Same case as MDR ID# 2134265-2014-02053. (B)(4). It was reported that an in-stent restenosis (isr) and angina occurred. On (B)(6) 2012, the subject presented due to stable angina and was referred for cardiac catheterization. Index procedure was performed. Target lesion #1 was a de-novo lesion located in the mid left anterior descending artery (lad) extending to distal lad with 90% stenosis and was 28 mm long with a reference vessel diameter of 3 mm. The lesion was treated with direct stent placement using a 2.75 mm x 32 mm ion stent. Following stent deployment and dilatation using a 3 mm x 15 mm quantum apex balloon catheter, spasm occurred. Residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel same day post procedure. On (B)(6) 2014, subject presented due to recurrent unstable angina. During target vessel revascularization (tvr), narrowing of the 1st diagonal branch noted post dilatation with 3 mm x 12 mm nc quantum apex balloon catheter. Subsequently a 2.5 mm x 8 mm non bsc balloon catheter used to cross the vessel but failed to cross the lesion. The 70% proximal edge restenosis of the previously placed study stent located in the mid lad was treated with balloon angioplasty and placement of 5 mm x 12 mm non bsc drug eluting stent. Following post dilatation, residual restenosis was 0%. The 70% distal edge restenosis of the previously placed study stent located in the distal lad was treated with balloon angioplasty and placement of and 3 x 12 mm non bsc drug eluting stent. Following post dilatation, residual restenosis was 0%. The 90% stenosis located in the 1st diagonal was treated with balloon angioplasty and following post dilatation, residual restenosis was 50%. One day after the procedure, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).